Manufacturer narrative:
Both the ethernet cable and the bulkhead connector were returned to the manufacturer for evaluation. After visual/physical evaluation and functional testing the returned cable and connector were found to be in good condition with no apparent physical damage. The cable and connector passed all tests with no opens or shorts detected, no problem was found. The parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site was training radiology technicians on running the navigation system with the imaging system, they could not get it to connect. They tried multiple cables. Other navigation systems stations connected. The bulkhead on this system was replaced recently and worked fine after replacement, until this issue. The clinical specialist reported that they had used the same network cable and connected it to the bulkhead and the navigation system couldn't see the imaging system. They then connected the cable directly to the back of the computer and the imaging system and the navigation system were communicating. There was no patient present.